Event description:
Patient reported rupture of a breast implant of unknown side. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported left side rupture diagnosed via MRI and ultrasound. The patient underwent a capsulectomy. The device has been explanted and replaced with non allergan device. The patient was placed with 2 jackson pratt drain tubes and treated with paracetamol, enatyum, omeprazole, and levofloxacin.